Event description:
During evaluation of the homechoice (hc) device, the product analysis laboratory determined the hc machine system failed returned instrument test/evaluation testing due to a failure of the heater bag as the temperature failed performance specification; fluid delivered was out of specification. No allegations were made against any of the patient's dialysis products. No patient injury or medical intervention was indicated. The device was initially returned for a low drain volume alarm. No further information was provided.

Manufacturer narrative:
(B)(4). The product analysis lab evaluated the device. The returned instrument test/evaluation (rite) failure found that the device failed the heater bag temperature test. The cause for the failure was undetermined. A service history review revealed no previous service events were related to the reported condition. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The device has been received by baxter, however the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.